Event description:
The patient contacted lifescan and reported that their one touch ultra meter had a power issue. There is no allegation of harm or serious injury. The patient went to the doctor's office since the meter "was not working" and they were not able to test. Their doctor gave them a prescription for medications, but did not treat them. The patient was unable/unwilling to answer if they were experiencing any symptoms at the time of concern. During troublshooting, it was verified that this was not a new product and that they were using the correct test strips. The meter was not turning on with the power button. The batteries were checked and they were correctly installed. The batteries were last replaced less than a year ago and the battery compartment was in good condition. Based on the information provided, there is indication that the product has malfunctioned and that it meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. Therefore, this case is reported as a meter malfunction since the power issue was not resolved. A replacement meter was sent to the patient.